Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction. (B)(4).

Event description:
This is a non-us event. This occurred in (B)(6). The consumer's mother reported her daughter told her that the string appeared to be short and that it pulled out leaving the tampon inside during removal. Her daughter was able to remove the tampon in one piece with assistance from her primary care provider.